Manufacturer narrative:
(B)(4). Following device return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine follow-up several months ago, noise and artifact were observed with this system. No inappropriate shocks were recorded at that time; however, atp had been delivered. All episodes were recorded as artifact, with the physician at that time, electing to monitor the system performance and take no surgical intervention. A few months later, the patient returned due to three inappropriate shocks. Upon interrogation, a device battery message was displayed regarding capacitor depletion, as well as a message to check the integrity of the right ventricular lead. The physician then elected to surgically intervene and confirmed a rv lead fracture. The fractured lead was unable to be extracted and thus surgically abandoned. The associated device was explanted and will be returned for analysis. Another boston scientific device and rv lead were successfully implanted with no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection noted there were no arc marks present on the exterior of the device case. Review of device memory noted shorted shock lead messages were recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged. The damage to the fuse most likely occurred during the shocking attempt that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eri because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.